Event description:
(B)(4) clinical study. It was reported that post a coronary stenting treatment procedure, the patient expired. In (B)(6) 2008, the patient presented with complaints of chest pain and was subsequently diagnosed as stable angina (ccs class - 1) and cardiac catheterization was recommended. The target lesion being treated was located in the 1st obtuse marginal (om). The lesion was 90% stenosed, 2.25 mm in diameter and 5 mm long. The lesion was treated with predilation and placement of a 2.25x16 mm study stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged the same day on aspirin and clopidogrel. In (B)(6) 2012, the patient expired. The cause of death is unknown.

Event description:
It was further reported that of note, stress thallium scanning performed in (B)(6) 2008 revealed partially reversible change in moderate territory of inferior wall consistent with ischemia. In (B)(6) 2010, the patient developed seizure after a fall and became unresponsive due to cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated within 5 minutes and emergency medical services (ems) was called. On arrival of the ems, the patient was found to be apneic and pulseless and went into ventricular fibrillation. Enroute to the medical facility, the patient was defibrillated and medications were given (4 ampoules of epinephrine, 3 amp of atropine, 1 amp of bicarb and 300 mg of amiodarone) without success. The patient was transferred to the medical facility and initial assessment was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).